Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete event information.

Event description:
It was reported patient was unable to enter MRI mode due to high impedances on one lead. To address the issue, surgical intervention was undertaken wherein both leads were explanted and replaced. It is unknown if there was any issue with the remaining lead. Therapy was restored post-op.